Event description:
It was reported that this pacemaker was unable to be interrogated. The device displayed an error code indicated of non-completion of initial interrogation. The device has been in service for over 15 years, end of life (eol) is suspected. The device remains in service. No adverse patient effects were reported. Additional information obtained, the device was not able to be interrogated due to being in end of life (eol). The patient received a generator change with a competitor's device.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Amendment: this device worked as intended. There was no malfunction present. The device was at end of life (eol).

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this pacemaker was unable to be interrogated. The device displayed an error code indicated of non-completion of initial interrogation. The device has been in service for ove 15 years, end of life (eol) is suspected. The device remains in service. No adverse patient effects were reported.